Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for non-clinical activity, the user reported that there was a frayed wire on the bottom of the calibrator. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.